Event description:
It was reported by the customer "last night one of the nurses brought to my attention that 4 separate alaris infusion pumps were programmed to deliver an anti biotic and all finished the infusion in half the time". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Additional information: initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name and manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.

Event description:
It was reported that there was an over infusion of an unspecified antibiotic that "finished the infusion in half the time" in the intensive care unit (ICU). The clinician indicated the volume to be infused had be set correctly. This was reported to a bd associate during an on-site visit. Although requested, no additional details were provided. There was patient involvement but no harm.